Event description:
It was reported that during a procedure, the omega v table lift mechanism broke inside of the housing causing the table top to drop suddenly approximately 8 inches. No injuries were reported.

Manufacturer narrative:
A gehc service engineer performed an onsite investigation. The table was repaired and the vertical drive asm, switches, vertical stops and bent hardware replaced. The system was tested and put back into service. The lift mechanism parts are being returned for failure investigation.